Event description:
The reporter contacted animas on (B)(6) 2012 reporting that for the past six months the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. The reporter noted that all of the keypad button symbols were completely worn. There is no reported moisture to the pump. The patient reportedly wore the pump in a case, on a belt and does not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive and required multiple presses with increasing force to engage. The contrast button was unresponsive, which has no effect on insulin delivery. During investigation, evidence of contamination was found under all key contacts.